Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. During device evaluation at olympus, it was found the light guide lens was dirty, the bending rubber adhesive was worn, the bending angle did not meet specification, and the distal end insulation test failed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 1-10 colony forming units (cfus) of pseudomonas aeruginosa. No information is provided regarding what part of the device was sampled. The user confirmed that the scope was used in an unknown number of procedures after testing positive for microbial contamination and before testing negative. Related patient identifiers: (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.